Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and selftest. Unit was monitored and functioning properly. No failed battery alarm noted. However, hardware low level failure alert alarm (variable info=3) confirmed in the pump history due to broken trace.

Event description:
The customer's family was reported via phone call that the insulin pump had received hardware low level failures alarm and failed battery alarm. The customer¿s blood glucose level was 159 mg/dl. The customer also reported that the alarm occurred during self test. The customer was able to successfully clear the alarm. Troubleshooting was performed. The device will be returned for analysis.